Event description:
It was reported, the camera head image was abnormal. The issue occurred during cleaning and disinfection. No other devices were involved in the event. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head image was abnormal. The issue occurred during cleaning and disinfection. No other devices were involved in the event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The product did not meet the product specifications. In addition, the following reportable malfunctions were identified during the device evaluation: image noise when the cable is moved and connector damage. A definitive root cause could not be identified. Based on the results of the investigation, the image function did not function normally due to the charged coupled device damage and the "image abnormality" occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.